Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2020 and suture was used. During the procedure, when pulling the suture, the suture was detached from the needle unintendedly. It was a control release needle. There were no adverse patient consequences reported. No additional information was provided.